Event description:
Medtronic received information that a patient treated with a rist catheter, navien catheter, and three axium coils had complications. Procedure went great. It was a stent coil. Post procedure, the patient returned to the emergency room with high fever and seizures. Patient was hospitalized and had some stroke like symptoms, but went home feeling better. Reaction happened 2-3 days after the procedure. She had a fever and an inflammatory response post procedure 2-3 days after the procedure. She was admitted back into the hospital to address those issues. Physicians believe it was an inflammatory response to hydrophilic coating chipping off. The devices prepared as indicated in the instructions for use (IFU).  The patient was given allergy and antibiotic treatment. The access vessel was the radial artery.  Ancillary devices: prelude 6f by 23 cm short sheath, sl-10 catheter, 5f sophia 125 cm for intermediate catheter, atlas 3 x 24 mm coils.

Manufacturer narrative:
Event related to regulatory reports: 2029214-2023-00670, 2029214-2023-00671, 2029214-2023-00668, and 2029214-2023-00669. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient went home after a few days in the hospital. Actions taken to resolve the event was noted as time. The hcp believed it was a reaction to catheter, and possibly hydrophilic coating that chipped off, but hard to know for sure. The cause of the event was not 100% determined.